Event description:
When decanting fluids from vial to field, the end was not sharp enough to fully puncture the rubber piece, and the entire stopper fell into the vial. This happened with two separate devices.